Event description:
The customer reports during a primary pyeloscopy and laser to right kidney stone using a single use access and an uretero-reno-videoscope, when attempting to remove the scope after the laser of the renal stone had been completed, the physician was unable to withdrawal the scope through the access sheath. Resistance was noted before the top of the scope was able to enter access sheath. The scope became stuck and resulted in a ureteric avulsion. The procedure was aborted, and an urgent percutaneous nephrostomy was performed. The patient was hospitalized for 5 days and was given IV antibiotics, a percutaneous nephrostomy tube and imaging. The patient is currently scheduled to have a nephrectomy. After withdrawal, it was noted there was damage to the access sheath which is believed by the surgical team to be the reason the scope was unable to be withdrawn normally from the ureter. The scrub nurse confirmed scope looked normal and in good condition prior to insertion into the patient ureter. Images of the scope and device used in this procedure were received. The photo of the white tip shows that the dilator tip has been broken off. Case with patient identifier (B)(6) reports the access sheath used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
The device referenced in this report was returned for evaluation partial evaluation is complete. The investigation is ongoing. Device evaluation: images of the scope and device used in this procedure were received. The photo of the white tip shows that the dilator tip has been broken off. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A subsequent investigation was performed due to new information received from the user. Based on further investigation, the root cause could not be determined. However, the reported event was likely caused by the following mechanism: 1. The user inserted the subject device via urethra into the patient who had ureteral stenosis. 2. The user inserted the distal end of the device further from the access sheath and then withdrew the device afterwards causing irregular stress to the bending section cover (a-rubber) due to the interference of the ureteral stenosis. 3. Due to the stress, the a-rubber turned outward, and the ureter had been trapped within two concentric folds of the rubber coating. Consequently, the user could not withdraw the device from the urethra of the patient. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿if there are official standards on the applicability of endoscopy and endoscopic treatment that are defined by the hospital¿s administrations or other official institutions, such as academic societies on endoscopy, follow those standards. Before starting endoscopy and endoscopic treatment, thoroughly evaluate their properties, purposes, effects, and possible risks (their nature, extent, and probability). Perform endoscopy and endoscopic treatment only when their potential benefits are greater than their risks. Fully explain to the patient the potential benefits and risks of the endoscopy and endoscopic treatment as well as any examination/treatment methods that can be performed in its place, and perform the endoscopy and endoscopic treatment only after obtaining the consent of the patient. Even after starting the endoscopy and endoscopic treatment, continue to evaluate the potential benefits and risks, and immediately stop the endoscopy/treatment and take proper measures if the risks to the patient become greater than the potential benefits.¿ ¿if it is difficult to insert the endoscope, do not forcibly insert the endoscope; stop the endoscopy. Forcible insertion can result in patient injury, bleeding, and/or perforation.¿ ¿if significant resistance is felt during insertion due to an anatomical reason, do not insert, withdraw, or turn the insertion tube of the endoscope with excessive force. Ureter injury, bleeding, and/or perforation may occur.¿ ¿never insert, withdraw, or turn the endoscope¿s insertion section with excessive force or while an optimum field of view cannot be obtained. Patient injury, bleeding, and/or perforation may result.¿ ¿if the endoscope or endotherapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope or endotherapy accessory carefully. If the endoscope or endotherapy accessory cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endotherapy accessory may cause patient injury, bleeding, and/or perforation. If any irregularity with the endoscope or endotherapy accessory is observed, contact olympus.¿ ¿if the endoscope cannot be withdrawn from the ureteral access sheath smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope with the ureteral access sheath. Otherwise, patient injury, bleeding, and/or perforation may result.¿ ¿if necessary, apply a medical grade, water-soluble lubricant to the endoscope¿s insertion section.¿ ¿do not apply olive oil or products containing petroleum-based lubricants (e.g., vaseline®) to the endoscope. These products may cause stretching and deterioration of the bending section¿s covering.¿ ¿be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction.¿ ¿insertion of the endoscope when the ureteral access sheath is used.¿ this supplemental report includes a correction to h6 (investigation conclusion). Also, new information has been added to h6 (investigation findings). Olympus will continue to monitor field performance for this device.

Event description:
Case with patient identifier (B)(6) reports the access sheath used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently not included in the previous MDR submission. The corrected information has been added to b5 and h6.

Event description:
An olympus regulatory affairs and quality assurance manager met with the customer and obtained the following additional details regarding the event: the procedure was indicated for the patient to correct ureteral stenosis due to a 12mm intra-renal stone. An olympus ureteric access sheath was placed over a second guidewire with ease. However, during the case, the flexible ureteroscope was difficult to remove at the level of the proximal ureter. An intra-operative phone call to consult another physician was made, who agreed that this was an unusual situation. The consulting physician recommended that due to suspected ureteric spasm, the patient be given IV buscopan and a muscle relaxant, to re-paralyze the patient and assist with the scope removal. Although this was attempted, the plan was unsuccessful. The surgical team then waited 10 minutes before attempting to remove the scope. Additional maneuvers were attempted including trying to pass a rigid ureteroscope which was also unsuccessful. With gentle traction, the tension on the scope was unexpectedly released. A pyelogram was performed, demonstrating extravasation of contrast suggesting a ureteric avulsion injury. Inspection of the intra-otitis demonstrated the inverted ureter extruded from the urethra consistent with a ureteric avulsion injury at the proximal ureter. The ureter was not able to be removed from the flexible scope when attempting to disengage the ureter manually. It was apparent at this stage that the ureter had been trapped within two concentric folds of the rubber coating. A packing forceps was required to forcibly disengage the ureter from the scope. However, iatrogenic complications from the scope malfunction resulted in an emergency percutaneous right nephrostomy, and hospital admission for blocked nephrostomy tube and diverticulitis. Furthermore, the flexible ureteroscope and access sheath were inspected by two operating room nursing staff members, one a clinical nurse specialist (cns), and the other a registered nurse (rn). After paying careful attention to the tip of the scope, they both confirmed that there were no abnormalities with the scope. The defect (bunching up of rubber coating) was not present prior to use. Per the physician, if this defect was present, the scope would not have been able to be advanced. Moreover, it was confirmed that no chemicals or lubricants were applied to the insertion tube. The details of the facility¿s device reprocessing steps are as follows: 1. Used scopes are received into sterile service department (ssd) for reprocessing. The devices undergo an initial visual inspection to identify any damage prior to proceeding with the cleaning process. If there is any damage or concern identified, the technician will inform the supervisor immediately and the process is ceased until further advice is received. 2. Following tasks as per the safe work method instructions (swm): the scope is loaded into the automated endoscope reprocessor (aer) where the machine performs a leak test prior to the start of the cleaning process. This leak test will identify any damage to the scope if not already identified, for example: holes, tears, or damage to the outer sheath of the scope. If the scope fails the leak test the machine will alarm and abort the cycle, staff will notify our supervisor immediately. The supervisor then advises the team member (ot) in charge of the issue. The scope is then manually cleaned following the swm prior to being sent to biomed for further evaluation and repair management. 3. If the cycle is successful after following the high-level disinfection, the scope is then sent to the packing room where it will undergo another inspection prior to being wrapped and ready for sterilization. 4. All items reprocessed have a barcode label attached which is produced through the facility¿s maqs tracking and tracing system. The barcode label has a unique serial number allocated to that item only. This allows the facility to review the device¿s history, should there be the need at any time in the future. 5. All uretero-reno videoscopes are set up in the maqs tracking and tracing system using their unique serial number as the identification number for the item. This barcode label has a piggyback label attached to it which can be removed and added to the patient records. 6. Ot uses the h-track system which can interface with the ssd maqs tracking and tracing system. 7. Additional reprocessing details: the detergent used is 5ml of enzymatic solution dissolved in 1 liter of water. The scope is brushed in all channels under water three times. The scope is flushed through the port channel using a cleaning injection tube and metal adaptor. The scope is then rinsed and cleaned with tap water to remove any chemical residue. Following cleaning, the scope is loaded into the soluscope machine as per the swm soluscope disinfector for scope operation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, although the subject scope had no observed issues before inserting inside the patient, physical stress was applied to the scope during the procedure which caused scratches on the bending section cover (a-rubber) and insertion tube. Although it was considered that the access sheath and/or stones were the causes of physical stress, it was determined during analysis by olympus that there was no restriction to the model scope when the access sheath was inserted/withdrawn. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿warnings and cautions: operation. If significant resistance is felt during insertion due to an anatomical reason, do not insert or withdraw the endoscope with excessive force. Ureter injury, bleeding, and/or perforation may occur.¿ this supplemental report includes a correction to b3 and d4. B3 (event date) updated. Information added to d4 that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.